Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : to be serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third party service provider (asp) elected to return the device to ventec for evaluation. The device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set could not be confirmed during testing. Ventec did, however, observe an issue with the device's internal flow transducer (ift) which warranted its replacement. An issue with the ift could cause the device's peep to fluctuate or be low, therefore the replacement of the ift would resolve any intermittent peep issues. Proper device operation was confirmed through functional and performance testing. Based on the information available, it's reasonable to conclude that the cause of the reported issue was the ift.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-100 section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4) section d4, UDI #, of the initial medwatch report should have stated: (B)(4).